Event description:
During this left knee arthroscopic acl/mcl/pcl repair, two 4.5mm arthrex blocorkscrew ft suture anchors broke during the attempt to implant them. All pieces were retrieved by a dr, who also felt there was no need for xray. The rep was in the or at the time and stated, it is not unusual for a suture anchor to break when the pt is young and has very hard bone. He also confirmed that all pieces were still on the suture. Rep says, he does not need the broken anchors back. Both suture anchors are cat# ar-1927bnf-45, lot# 237900. Description is 4.5mm blocorkscrew ft suture anchor. Company is arthrex.